Event description:
A customer reported that a system did not hold suction during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The company representative suggested the o-rings be replaced. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).